Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that while the patient was in the prone position and after the skull clamp was in the locked position, the patient's head moved while in the clamp. There was no laceration or patient injury. Several attempts to obtain additional information has been made but to date, no new information has been received.